Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of pictures provided identified that the pad was fractured. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty while the surgeon was placing and impacting the implant, the impactor pad fractured into multiple pieces. Another impactor pad was used to complete impaction of the implant. No pieces were retained and there was no patient injury.no adverse events were reported as a result of this malfunction.